Event description:
The customer contact reported a nondelivery. The pump was programmed to deliver an unspecified chemotherapeutic drug at an unspecified rate. Approx 30 minutes after the initiation of the therapy, the nurse noted that the pump was "not delivering or alarming." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.